Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; migration of the cuff, and secondary to place a suprarenal cuff. Additionally there was evidence to reasonably support the following observations; endoleak type ia, right groin pseudoaneurysm with thrombin injection at index, deep venous thrombosis posterior tibial vein, aneurysm enlargement, and endoleak type ii. The most likely cause of the loss of seal and migration was related to the conical shaped and short neck length (off-label). Associated clinical harms for this event included: type ia endoleak, aneurysm enlargement, and a secondary endovascular procedure. There was no device related issue involving the type ii endoleak, this cautionary product use condition, patent lumbar arteries, likely contributed to the procedure related harm: type ii endoleak. Additionally, procedure related events that occurred at the index procedure included: access site complications, a secondary endovascular procedure, and venous thrombosis. The final patient disposition was not reported, there have been no additional negative patient sequelae reported. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
Additional information was received, the patient received a secondary procedure on (B)(6) 2017. The physician placed a suprearneal aortic extension to successfully seal the leak. There has been no additional patient sequalae reported post procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated, and two infrarenal device on (B)(6) 2013. Patient returned for a follow up CT, there was not evidence of an active leak but the stent was noted to have lateral movement. The physician scheduled for a secondary procedure on (B)(6) 2017 where he will place an extension. There has been not additional patient sequelae reported at this time.